Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the customer notes and error log. The cse performed diagnostics and total service call visit. The cse checked and verified the acid and base dispense, wash station, air and block and then adjusted the sample and reagent probe positions to the specifications. The cse ran dark count and replaced sample syringe from customer stock. The cse observed quality controls, which were within range. The customer ran dilutions, which were within range. The cause of the discordant, falsely low ca 27.29 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cancer antigen 27.29 (ca 27.29) result was obtained upon repeat testing on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was originally run on the same instrument, resulting higher. The customer repeated the sample on the same instrument with an onboard dilution twice and one result was falsely low. The sample was repeated neat and with a manual dilution on the same instrument and results were higher than the discordant result. The manual dilution result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca 27.29 result.